Event description:
The catheter was placed in the foot of a mobile pt. The device started to leak, the dressing was secure; however, the catheter had separated from the hub. The catheter portion was successfully retrieved via surgical intervention. No long-term harm to pt.

Manufacturer narrative:
Results - without a lot # we are unable to review the device history record or material review report for any irregularities that may have been found during the manufacture of the product. Conclusions - the sample was not available for analysis; therefore we are unable to determine the root cause for the problem encountered. (B)(4).